Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, approximately 9yrs post implant of the 26mm sapien xt, the valve failed due to regurgitation as patient experienced heart failure and shortness of breath. A valve in valve procedure was done and the patient was successfully treated with a 26mm sapien 3 ultra. The pre peak to peak gradient was 89mmhg, post echo mean was 5mmhg.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no DHR was performed, no lot history was performed no device was returned and there is no evidence to support a manufacturingdesign defect potentially contributed to the complaint therefore no manufacturing mitigation is required. The device has been implanted for 5 years or greater with regurgitation therefore a complaint history review was not performed the instruction for use (IFU), edwards sapien xt with novaflex+ delivery system IFU, us was reviewed. No ifutraining deficiencies were identified. A risk management review was performed. No evidence of product nonconformances or labelingifu inadequacies were identified in the evaluation. No further action is required at this time. The complaint for valve regurgitation was unable to confirmed since no relevant imagery or medical report was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of ifutraining materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the patients 26mm sapien xt was treated with a 26mm s3ur approximately 9yrs post implant due to valve failure: regurgitation. Patient experienced heart failure and shortness of breath. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, noncalcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information, the nature of presented regurgitation (central regurgitation andor paravalvular leak) was unable to be confirmed and a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.